Manufacturer narrative:
The investigation for the reported high purge pressure issue has been completed. The impella device was received from the customer and therefore, an evaluation of the device was completed. The product evaluation revealed that there was a block in the purge line in the motor housing resulting from built up biomaterial. The root cause of the high purge pressure is due to biomaterial. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, there was lower than expected purge flow. The pump was removed and replaced. No patient harm was reported.